Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm prograsp forceps instrument had part of the forceps come off the instrument and fall into the patient. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm prograsp forceps instrument was analyzed. The instrument was found to have a grip pin missing. The missing pin was returned. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in section b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.